Event description:
The reporter stated that the surgeon had inserted a three piece silicone lens model aq5010v and didn't realize that a haptic was torn off of the lens and was missing. The surgeon put in one suture in the wound as a standard practice. The surgeon looked at the lens through the microscope and realized the lens was not sitting properly in the eye. The surgeon removed the suture and went back into the same incision, and he realized the lens was missing a haptic, so he cut the lens in half to remove it. This lens was piggyback lens to another lens, due to the patient needed a high amount of correction. This is not a recommended use of this type of lens. The reporter stated that the surgeon did not make the initial incision any larger to remove this lens, and that his common practice is to use a suture.

Manufacturer narrative:
Evaluation codes: results: visual inspection of the returned product shows the lens is torn in half, and a haptic is torn off and is missing. There is clear surgical residue on the lens. It should be noted that the injector and cartridge were not returned for evaluation. Conclusions: an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in june 2005. Possible root causes for lens tears include both delivery system issues, and possible handling errors by the customer. To address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed, and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.